Event description:
The device was returned to baxter for service. During product evaluation, the baxter technician reported an infusion pump with an intermittent channel select button on channel a . There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
Evaluation summary: during product evaluation, the condition of a pump with an inoperable channel select button on channel a was discovered. There was no stated root cause for this event. The pump head module keypad on channel a was replaced to address the condition found during service. The pump was tested and returned within specification. This issue is currently being investigated.